Event description:
It was reported that the device ruptured. During the procedure, a 2.00 x 15 mm agent dcb ruptured during the first inflation attempt at 8 atm for 5 seconds. The device was removed and the procedure was completed with another of the same device. The patient was in good condition after the procedure.